Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: investigation flow: functional/device interaction visual inspection: the dhs/dcs-scr ø12.5 l95 sst (p/n: 280.950s, lot number: l271400) was received at us cq. Visual inspection of the complaint device showed no damage or defects. Functional test: a functional assessment was unable to be performed on the complaint device due to lack of mating devices. The complaint was not able to be replicated. Document/specification review: no design issues or discrepancies were identified. Complaint is not confirmed. Investigation conclusion: this complaint is not confirmed as a functional test could not be performed and the device measured to specification. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 280.950s lot: l271400 manufacturing site: balsthal supplier: n/a release to warehouse date: 20 january 2017 expiration date: 01 january 2027 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event information the surgery was completed successfully. It was unknown if there was any surgical delay. The patient outcome was unknown. The surgeon used another dhs dps device to complete the procedure.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, the screw did not fit into the barrel of the plate and the team had to pulled out another screw with same reference number. No patient consequence , since the screw was not in contact. This report is for one (1) dhs/dcs-scr ø12.5 l95 sst. This is report 1 of 2 for complaint (B)(4).